Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tubes, the user observed foreign matter contamination described as "dirt" and damaged/cracked caps of five (5) tubes. No health impact or consequence reported.

Manufacturer narrative:
D.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 23-feb-2024. H.6. Investigation summary: bd received five (5) samples and four (4) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter and cracked hemogard shield was observed. Additionally, the customer samples were evaluated by visual examination. 5 customer samples were subjected to a visual inspection for fm. 4 of 5 customer samples failed. Embedded fm can be seen on the tubes. 5 customer samples were subjected to a visual inspection for cracked product/component. 1 of 5 customer samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter and cracked product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tubes, the user observed foreign matter contamination described as "dirt" and damaged/cracked caps of five (5) tubes. No health impact or consequence reported.